Event description:
It was reported that an intra-aortic balloon was inserted at shinrakuen hp on 2/16 and pumped with an arrow kaat ii. The pt was then transferred to another hospital. At this hospital, the pump console was changed to another MFR's pump. There were no pump alarms but blood was seen entering the helium tubing. As a result, the iab was removed. There were no pt complications.